Manufacturer narrative:
The results of the investigation are inconclusive as the screw was discarded by the hospital and not returned for evaluation. Manufacturing and inspection records were reviewed and no anomalies were found.

Event description:
It was reported that during the procedure when inserting the locking screw of aculoc 2 (plate information is unknown), the screw didn't fully seat into the plate. A piece of metal emerged from the screw. The screw was disposed of at the hospital. This report is related to report number 3025141-2022-00125 which is for the plate involved in this event.